Event description:
Additional information received on march 25, 2024 for report number mw5114611: new: reference: mw5114611. This is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Problem: hygienist believes they had a reaction to gloves. Broke out in rash. Patient saw physician, testing completed and confirmed accelerator allergy. Manufacturer results: chloroprene gloves are made with the same accelerator chemicals that are used for nitrile gloves. As you know there are gloves commonly called "accelerator-free", but even those products contain compounds to initiate vulcanization. Gloves made without sulfur-based accelerator chemicals can obtain a "low dermatitis potential" claim. The nitrile product pulse pure (series 178) has a low dermatitis potential label claim and is very effective in these situations. The chloroprene latex compound itself is not different. There are production process changes to the product that we reintroduced in december of 2021, but those changes are not related to the material. The latex itself is the same.

Event description:
Hygienist believes they had a reaction to gloves. Broke out in rash. Patient saw physician, testing completed and confirmed accelerator allergy.